Event description:
It was reported that following an intracept procedure, the patient was admitted to the intensive care unit (ICU) for a retroperitoneal hematoma. The patient was in the ICU for multiple days. The physician assessed that the hematoma was procedure related. There were no reported device issues.